Event description:
Iritis[iritis]. Case description: spontaneous report - loc. Ref. N ca20030988, argus n. 2003147304ca. Cross ref. N. 2003147305ca and 2003147306ca. A physician reported that patient had undergone a ceeon (model 911a) implantation in the right eye. In 2003 the patient developed iritis. Pt was treated with pred-forte (prednisolone acetate). At the time of this report, the patient did not recover. The seriousness criterion was: intervention required. Submission of a report does not constitute an admission that the medical personnel, user facility, distributor, manufacturer or product caused or contributed to the event.